Event description:
Pt who requries plasma exchanges for anti-gm1 neuropathy was undergoing a 1:1 exchange. After the first 1000 ml of volume replacement by the machine's calculation, it was noted that only 700 ml had been infused from the replacement bag. The decision was made to closely watch the fluid balance. Three-quarters of the way into the procedure, the pt became diaphoretic with a drop in blood pressure and an increased pulse rate. The procedure was stopped, a saline bolus was given with good response. The pt was also placed in trendelenburg. The contents of the waste bag were measured. The actual volume was 3050 ml, and the machine calculation was 2673 ml. The volume that infused was 1700-2000 ml, but the machine had calculated 2486 ml.